Manufacturer narrative:
Additional narrative: : device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: precision edge surgical products manufactured the 5.0mm/7.3mm stepped drill bit for scfe screws, part number 03.207.008, and lot number pe01691. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported: there was a delay of surgery reported 20-30 minutes. The patient has a broken wire in the femur head, which the surgeon was unable to retrieve and there is concern regarding the potential risk of migration around the joint / femur head epiphysiolysis. There were three (3) wires: two (2) were delivered already bent and were not used. The third wire was not new, and was likely bent during the insertion in the neck and in the head of the patient. This is report 3 of 4 for (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the milling of the femur neck in order to insert the cannulated screw, the guide wire broke inside the head of femur of the patient. It was noted that there were three guide-wires in the instrument; all three were damaged. Two were completely unusable because they were too bent and were not used in the procedure. The one that was used during surgery did not appear to be bent, but it had signs of previous use. The procedure was completed changing the procedure plan and there were inserted two guide wires that will be removed later instead of cannulated screw. The broken guide wire remained inside the patient. This is report 3 of 3 for (B)(4).